Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they connected adapter to powered stapler handle with no problem. Then they connected reload to adapter, however the jaws were articulating on their own. Re-connected over again, however the same event occurred. Replaced by another set and a new cartridge, the loading and the firing were completed with no problem.